Event description:
8/17/98: anesthesiologist reported that during an oral surgery case on an 80 yr old male pt receiving 0.7% sevoflurane and 60-70% nitrous oxide, he observed an unexpectedly high (70-80) bispectral index, which is a processed electro encephalogram measure of anesthetic effect. Sevoflurane was increased to 1.5-2% and bispectral index decreased to the 60's. Fluids were administered to treat hypotension which developed during the case. Pt experienced heart failure which md believes was related to the additional sevoflurane and fluids given in response to the high bispectral index reading. 8/21/98: md stated in follow up phone call that pt developed heart failure post-operatively, and pt stabilized within 1 day following the admin of diuretics. Md also noted that fentanyl may have been given intra-operatively. Md stated that the monitor was functioning correctly and did not have to be returned for an eval. Finally, md noted that the bispectral index may have been inappropriately high due to "emg" (muscle artifact) because of the proximity of the sensor (electrodes) to the surgical field, although no significant "emg" artifact was noted. Aspect notes in the clinical reference manual (shipped with every monitor) that increases in "emg" artifact will usually increase the bispectral index, and that clinical judgment should always be used when interpreting the bispectral index in conjunction with other available clinical signs. Aspect agrees with the md that the device did not malfunction, and a return of the monitor for eval was not required. Finally, aspect conducted a review of the device lot histories of the 6 monitors shipped to this hosp. Co concludes from this review that all monitors were properly quality control inspected and tested in accordance with approved procedures. The monitors passed all tests, and were released to finished goods.